Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported receiving a shock from the device and was wondering about the ¿after effects¿. Follow up to determine if the shock was appropriate, in response to a ventricular tachycardia (vt)/ ventricular fibrillation (vf) episode, was unsuccessful. The device remains in use. No further patient complications have been reported as a result of this event.